Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "knife failed to go through cannula" (fitting problem). A customer reported that a 25 gauge knife failed to go through the cannula. When the customer converted to an old 25 gauge cannula, knife could go through. The customer suspects the cannula was too tight or deformed. There were no pt injuries reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).